Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a fractured catheter is confirmed; however, the exact cause is unknown. Two photographs of a 4fr single-lumen groshong nxt catheter and one radiographic image were returned for evaluation. The first photograph showed the distal segment of the catheter tubing on a sterile barrier while the second photograph showed the connector pieces attached to a small segment of catheter shaft tubing. The characteristics of the damage to the tubing ends could not be discerned from the photographs. The radiographic image was not evaluated as the previous two photographs were sufficient to confirm the device complaint. Although the complaint of a catheter break could be confirmed, there were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
On (B)(6) 2024 at (B)(6) outpatient clinic, the patient required placement of this product for chemotherapy due to ¿malignant tumor maintenance chemotherapy, gastric malignant tumor, secondary malignant tumor of the liver, secondary malignant tumor of the lymph nodes.¿ a PICC-specialized nurse retrieved the peripherally inserted central catheter (PICC) kit and accessories with intact outer packaging. Following standard operating procedures, local anesthesia was administered. The PICC catheter was successfully inserted into the left brachial vein. Post-placement radiography confirmed the catheter tip was positioned in the middle to lower segment of the superior vena cava. On (B)(6) 2025, the patient returned to our hospital for chemotherapy, which proceeded without complications. On (B)(6) 2025, during maintenance at another hospital, medical staff observed no blood return upon catheter aspiration. While attempting flushing per standard protocol, fluid leakage occurred at the insertion site. Upon removing the dressing, a catheter fracture was discovered approximately 2 cm from the insertion point, with no visible residual end. A tourniquet was applied 10 cm above the insertion site, and a chest x-ray was immediately performed to assess the catheter's position. Examination revealed: the distal end of the PICC catheter was located at the level of the left 11th-12th intercostal space, while the proximal end was at the level of the lower margin of the left 1st rib. Around 16:00, the patient was transported to our hospital by ambulance. Following examination by a vascular surgeon, under local anesthesia, performed superior vena cava catheterization to remove the foreign body and conducted superior vena cava angiography. The procedure was uneventful, with the remaining approximately 39 cm of broken catheter successfully retrieved. The patient reported no discomfort. This adverse event¿catheter breakage requiring surgical removal¿increased patient distress.